Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when lead insulation damage issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information is available.

Event description:
New information received on february 22nd, 2019 states that the insulation issue was observed during a device change out procedure. Externalized conductors were confirmed via fluoroscopy imaging during the same procedure. Patient was stable throughout.